Event description:
A customer reported an issue with the adc mobile application. The customer indicated that the app would "close automatically" and as a result, was unable to use it to monitor glucose. The patient was asleep when they experienced a loss of consciousness and required treatment of glucagon injection administered by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The user reported that the application did not send data. Investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint. Attempts to reproduce the issue using similar configuration and was not able to reproduce the complaint; therefore, the issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
A customer reported an issue with the adc mobile application. The customer indicated that the app would "close automatically" and as a result, was unable to use it to monitor glucose. The patient was asleep when they experienced a loss of consciousness and required treatment of glucagon injection administered by spouse. There was no report of death or permanent injury associated with this event.